Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set caused an upstream occlusion alarm on a sigma spectrum pump. It was reported that the tubing was kinking where the tubing came out of the pump. A clinical services consultant advised the customer to clamp the tubing 6-8 inches below the upper y-site to avoid kinking. The customer reported that the tubing was not kinking after they followed this. There was no patient injury or medical intervention associated with this event. No additional information is available.